Event description:
During a follow up call, the customer stated that they had issues with the sensors. The customer stated that the insulin pump would alert low blood glucose and the device would want to go into threshold suspend mode. But, when the customer would check, their blood glucose would be 90 mg/dl. The customer stated that the sensor glucose values and the blood glucose values would never be close. The customer stated that the alarms would happen especially at nights and their blood glucose would be 100 mg/dl. The customer stated that they stopped using the insulin pump altogether approximately a month prior to the phone call. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.